Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). The customer was sent a quote for the replacement arm. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator had a broken circuit arm. There was no patient involvement. The event date was not specified; estimate used.